Event description:
It was reported that the patient's initial surgical procedure did not heal properly and was revised in (B)(6)-2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported there was an implantable neurostimulator (ins) revision in addition to a lead revision. The lead was revised on (B)(6) 2012 due to a lack of stimulation coverage in the patient. Electrodes 8-15 were open circuits with '>10,000' ohms. There was a lead/extension disconnect. The paddle lead (5-6-5) was reconnected. Reprogramming occurred on the same date as the revision and patient had good coverage following the revision. No hospitalization or injury as a result of the lead revision. The ins had a pocket revision on (B)(6) 2012. There was a battery charging issue due to the battery being too deep in the pocket. Reprograming occurred on the same date as the revision and it was noted the patient had good coverage and optimal charging. The patient outcome was listed as 'non-serious injury/illness.'

Event description:
Additional review determined the event regarding the lead disconnect resulting in revision was also reported in manufacturer report number 3004209178-2012-65411. Any additional information regarding that event will be reported in that manufacturer report number. The event regarding the charging issues due to a deep pocket depth was also previously reported in manufacturer report number 3004209178-2012-08695. Further information received regarding that event will be reported under that manufacturer report number. Any additional information received regarding the revision in (B)(6) 2012 will continue to be reported in this manufacturer report number (3004209178-2012-06563).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: 2012-(B)(6), (B)(4).